Manufacturer narrative:
The following devices were also listed this report. Series 7000 standard tibia; cat# 7115-0005; lot# t01n150. Scorpio m-dome patella; cat# 73-0710, lot# h737. Scorpio cr tib insert; cat# 72-2-0510, lot# 58090801. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. An eval of the reported devices cannot be preformed as the devices were retained at the hosp and not returned to the MFR. Add'l info (including x-rays and med records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon's assessement was instability of left total knee."